Event description:
It was reported that a 19mm sjm regent heart valve w/ flex cuff was s implanted 13 years ago. A follow up was conducted on (B)(6) 2025, a heart failure was detected with symptoms shortness of breath and palpitations. Upon further examination, it was found that one side of the artificial valve was not functioning due to thrombus or pannus-like tissue sticks near the pivot, causing the valve malfunction. The he patient's international normalized ratio (inr) closest to the time of the event was 2.0. On 21 apr 2025, the valve was explanted and a new 19mm sjm regent heart valve w/ flex cuff valve was implanted. Upon examining the excised valve, a thrombus-like substance was found attached near the pivot. The patient was reported stable.

Manufacturer narrative:
It was reported that a heart failure was detected with symptoms of shortness of breath and palpitations upon follow-up after 13 years of device implant. Also reported that the valve was explanted and upon examining a thrombus-like substance was found attached near the pivot. The investigation found that one of the leaflets had limited mobility. The metallic ring was found fractured with two separate pieces. There were traces of fibrous pannus limited to sewing cuff. No inflammation or significant calcifications were present. The tissue on the valve may have contributed to the limited mobility of one of the leaflets. The limited mobility may have contributed to the reported patient effects of dyspnea and arrhythmia. However this could not be confirmed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. The UDI number is not known as the part and lot number were not provided.

Event description:
It was reported that a 19mm sjm regent heart valve w/ flex cuff was s implanted 13 years ago. A follow up was conducted on (B)(6) 2025, a heart failure was detected with symptoms shortness of breath and palpitations. Upon further examination, it was found that one side of the artificial valve was not functioning due to thrombus or pannus-like tissue sticks near the pivot, causing the valve malfunction. The he patient's international normalized ratio (inr) closest to the time of the event was 2.0. On (B)(6) 2025, the valve was explanted and a new 19mm sjm regent heart valve w/ flex cuff valve was implanted. Upon examining the excised valve, a thrombus-like substance was found attached near the pivot. The patient was reported stable.